Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implantable cardioverter defibrillator (ICD) system exhibited right atrial (ra) lead undersensing and possible ra loss of capture (loc) on the presenting electrogram (egm). It was noted that the heartlogic index was above the threshold. Technical services (ts) discussed troubleshooting options, and further ra lead evaluation was recommended. This implantable cardioverter defibrillator (ICD) system remains in service. No adverse patient effects were reported.